Manufacturer narrative:
(B)(4). PMA/510(k): the rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Method: ten devices (lot 110322) were received for evaluation, including the complaint device. All ten devices were visually inspected, performance tested and pressure tested for leaks. Results: the visual inspection revealed no physical damage to the products. The pressure for all ten devices were found to be within specification for the device. The heater wire socket of all devices were able to be rotated as observed by the customer. Conclusion: the heater wire socket is designed to rotate in the chamber elbow with a heater wire adaptor fitted and as such is not a defect. No fault was found with any of the complaint devices. It is possible the small amount of water leakage observed by the customer is due to the presence of condensation. All breathing circuits are pressure tested during production line, before they leave the factory. Any breathing circuits that fail are discarded.

Event description:
A hospital in (B)(6) reported via our distributor that the "heater module" in the elbow of the inspiratory limb of ten rt225 infant bias flow breathing circuit rotated during use and that there was a little water leakage. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt225 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. We have recently received the complaint devices and evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the "heater module" in the elbow of the inspiratory limb of an rt225 infant bias flow breathing circuit rotated during use and that there was a little water leakage. No patient consequence was reported.